Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The lesion being treated was located in the severely tortuous right coronary artery. The physician predilated the target lesion. Then, the physician advanced a 3.50 x 16 mm ion stent delivery system (sds) through three previously implanted taxus stents and was not able to cross the lesion. The device was successfully removed. The physician readvanced the sds using a extension guide catheter and multiple guide wires and was still unable to cross through the implanted stents. The sds was successfully removed it was noted that proximal stent damage had occurred. The procedure was completed with a 3.0 x 16 mm ion stent. No patient complications were reported and patient¿s status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The lesion being treated was located in the severely tortuous right coronary artery. The physician predilated the target lesion. Then, the physician advanced a 3.50x16mm ion stent delivery system (sds) through three previously implanted taxus stents and was not able to cross the lesion. The device was successfully removed. The physician readvanced the sds using a extension guide catheter and multiple guide wires and was still unable to cross through the implanted stents. The sds was successfully removed it was noted that proximal stent damage had occurred. The procedure was completed with a 3.0x16mm ion stent. No patient complications were reported and patient¿s status is fine.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the stent was damaged at the proximal end. Struts on the most proximal row were bent outwards. Some struts on the second row were slightly misaligned as a result. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).